Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 coil from the tip of the device became separated from its base. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood was observed. A visual inspection determined that the heater wire was completely attached from the tip to the base of the hot jaw. No visual defects were observed on the jaws. Based on the returned condition of the device the reported complaint for reported failure mode "bent wire" was not confirmed. (B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood was observed. A visual inspection determined that the heater wire was completely attached from the tip to the base of the hot jaw. No visual defects were observed on the jaws. Based on the returned condition of the device the reported complaint for reported failure mode "bent wire" was not confirmed. Specific actions for the failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 coil from the tip of the device became separated from its base. The hospital did not report any patient effects.